Event description:
It was reported via receipt of uf medwatch report that a pt with a size 10 fen, fenestrated low pressure cuffed tracheostomy tube experienced respiratory distress and required intervention due to a reported leakage between the inner and outer cannula. This was detected shortly after initial placement. It is unk if the device was tested prior to insertion. The 10 fen device was removed and replaced with a size 9 sct, single cannula cuffed tracheostomy tube with no further problems encountered. There was one pt involved who has returned to baseline condition. The 10fen device was returned to the MFR for decontamination, analysis and investigation on 12/23/97.